Manufacturer narrative:
Exemption number: e2017017. (B)(4). No serious injury to the patient involved in this case was reported. Following the reported event, the system was evaluated and the system was found to be operating within specification and no malfunction or device failure was identified. The somatom definition as system operator manual (software version (B)(4)) provides clear instructions and warnings regarding patient positioning and provides instruction to carefully monitor the patient during table movements.

Event description:
It was reported to siemens that just after a patient procedure with the somatom definition as system, the patient's finger got pinched in the gap of the table. The patient's finger was injured, was treated promptly by the doctor, and there was no fracture, no serious injury, and no additional examination was necessary. This event occurred in (B)(6).